Event description:
It was reported by the aci sales professional that a (B)(6) male patient underwent an interventional coronary procedure on (B)(6) 2012. Access was obtained at the common femoral artery via a 6f sheath. A pre-procedure femoral angiogram showed no evidence of pvd/calcium within the vicinity of the puncture site, and the vessel size to be approximately 7 mm. The patient was anticoagulated with angiomax pre-procedure. Following the procedure, the physician, who is a trained user, used the mynxgrip vascular closure device 6f/7f to close the puncture site. It was reported that while the physician was shuttling down to deliver the sealant the device jammed. The physician removed the device and then converted the patient to 20 minutes of manual compression. Hemostasis was successfully achieved. The patient was ambulated and discharged to home the same day with no reported clinical sequela. No further information was provided.

Manufacturer narrative:
The device was received with the catheter cut and the shuttle cartridge was separated from the catheter. Due to the dissected and separate device components, the probable cause of the reported device deployment jam could not be determined. The review of the lhr (lot f1207603) indicated that the device met all established performance criteria prior to shipment.